Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-03132 & 1627487-2013-03133. The pt received 2 scs extensions with the same lot number. It was reported the pt was admitted to the hosp due to an infection. Subsequently, the pt's scs system was explanted. F/u identified the pt has an mrsa infection at the scs ipg pocket and scs lead sites. On (B)(6) 2013 f/u identified the pt is undergoing rehabilitation therapy and is receiving intravenous antibiotics.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.